Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit which passed all leak tests and functional checks. Upon review of the log files, the stm found multiple ¿leak in iabp circuit¿ errors but could not duplicate the customer's reported issue. The stm reported the customer¿s biomed repaired the printer problem by replacing the printer prior to the stm¿s arrival on site. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications .the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a circuit leak and a printer problem. It was later clarified that the iabp unit generated a "leak in iab circuit" message. There was no patient harm and no adverse event was reported.